Event description:
It was further reported that the patient was in the process of being referred to a surgeon to have the system removed. They are to perform an MRI to see what, if anything, has changed with her spine and surrounding tissues to determine the cause of her increase in pain. The patient had her device reprogrammed but this was not successful. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that in (B)(6) of 2013 the patient noticed a loss of paraesthesia that was previously adequate to treat her low back pain. She reportedly had to turn up the amplitude to make the stimulation strong enough to help reduce her pain. The patient reported that she had good stimulation that was adequately helping her pain from her implant to the date of her complaints. The patient determined that the stimulation was not quite in the right locations that she needed to help with her pain. The patient also noticed an increase in her recharge interval, even with the increased amplitude. The patient went from needing to charge every 3 days to once a week. Upon checking impedance, her system was found to have 2 electrodes (3,7 on the subcutaneous leads) with impedances greater than 10,000 ohms. During reprograming, the patient reported that the epidural lead caused abdominal stimulation. When using her sub cutaneous leads, it was found that the patient reported biting and pinching sensations. X-rays revealed the wires were in similar position to previous films obtained at the first post-operative visit. The patient¿s physician was contemplating removing her system entirely and performing diagnostics on her to try and find the root of her increased pain. The patient¿s status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that an MRI had not been done yet. The patient was still awaiting an explant date as of (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# v171569, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-56, lot# v297219, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v171569, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n231433, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was further reported that the device was explanted on (B)(6) 2014 due to the loss of therapy. It was not considered normal depletion. The wires were cut and discarded following surgery. The device was replaced. There were no injuries and the patient recovered without sequelae after the device was replaced.

Manufacturer narrative:
Final device analysis for the stimulator revealed no anomalies. Final device analysis for the extension revealed no significant anomalies. Final device analysis for the lead revealed no significant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.